Manufacturer narrative:
Upon investigation of the issue, a possible root cause was determined. The top insulating (pet) layer can separate and tear from the underlying circuit layer when trying to pull the v-lead away from its perforations. All lots associated with this failure mode were removed from the field under recall. No harm was caused to the pt as a result of this incident. However, upon retrospective review of this issue, the potential for harm was identified and the incident has been deemed reportable.

Event description:
The customer indicated that they placed lifesync leadwear disposable model no. Ls-223 lot# 002308 s on the pt and did not observe an ECG signal. Upon review of the leadwear, the customer noted that the laminate had separated from the v-lead while removing the leadwear from the package. A health hazard evaluation was performed regarding the failure mode. It was determined that a tear in the laminate could expose the dielectric layer, causing a "break" in the silver ink. If defibrillation was performed after such a de-lamination, it could introduce higher than normal heat to the skin, possibly leading to burns, and may compromise the efficacy of the defibrillation. No harm was caused to the pt as a result of this incident.